Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging erratic readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The complaint is classified based on the initial call. The patient first noticed the alleged erratic readings on (B)(6) 2011 at 12:45am. The patient mentioned that she obtained a 178 mg/dl and a 234 mg/dl less than 20 minutes from one another. At 8:00pm ( 3 hours after doing the back to back readings), she developed "hypoglycemia". No further clinical information was provided about her symptoms. The patient then self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. This is not the first time the product was being used. The patient denied that the test strips were expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. The product was replaced. It would have been helpful to know the patient's diabetes regimen and to confirm whether or not the patient to any medication after the alleged erratic readings. The complaint is being reported since the patient alleged that due to the alleged erratic readings, she developed symptoms of "hypoglycemia" and had to self-treat with food/drink.

Manufacturer narrative:
Follow-up # 1 (09/19/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.